Event description:
The consumer reported that the patient had neck surgery in (B)(6) 2013. The patient went down to (B)(6). Because of the gastroparesis after the surgery. The patient went through a glucose test in (B)(6) 2013 and got sick and threw up after that for days because of the amount of stuff they had the patient drink that didn't agree with them. The patient was in the hospital for 4 days after the glucose test because it was so sweet and it threw them off. Also in 2013, the patient had 9 emergency room (ER) visits, including visits due to dehydration and malnutrition and having to have a third feeding tube put in. The patient had ER visits due to their feeding tube as the patient's intestine kept eating their tube and then eventually the tube was wrapping around the patient's intestine and was killing them. The patient had green and brown bile and had to have the feeding tube removed, and had mega pain. The patient was currently doing well with the gastric stimulator. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.